Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a broken piece (about 31 cm) of the catheter was found and the other broken fragment remained at the patient body on the next day after placement. It was reported that the remained fragment was removed by cystoscopy. Another catheter was placed and the patient allegedly seemed restless. Per additional information via email from ibc on 03feb2021, the catheter got broken. The urologist removed the fragment remnant of about 10 cm using a cystoscopy. There was no patient injury reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be could be operator error, mechanical failure or user related (handling issue). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a broken piece (about 31 cm) of the catheter was found and the other broken fragment remained at the patient body on the next day after placement. It was reported that the remained fragment was removed by cystoscopy. Another catheter was placed and the patient allegedly seemed restless. Per additional information via email from ibc on 03feb2021, the catheter got broken. The urologist removed the fragment remnant of about 10 cm using a cystoscopy. There was no patient injury reported.